Event description:
During surgery physician noted bovie handle to be hot; shortly thereafter a lap sponge was scorched. Bovie handle was removed from service and a new one was used without any further problems. Following the case the patient was found to have an approximately 1 inch first degree "streak burn" below the incision.